Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the approved final investigation. Updated fields: d8, h2, h6. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from customer.

Event description:
It was reported the patient underwent a gastrointestinal endoscopy under general anesthesia. The gastroscopy was completed at 12:50 and afterward, during the colonoscopy, the colonoscope did not display an image on the screen. The colonoscope was taken to the endoscopy center to be replaced and the patient was woken up to wait. At 13:30, the replacement endoscope was inspected in the operating room and there was still no image. The video system console was replaced, and at 14:10 the patient went back to the operating room. The patient was anesthetized again and the procedure was successfully completed. There were no reports of patient harm.

Manufacturer narrative:
Cf-h290i was selected as a representative sample as the product model number was unknown. This report is related to the following linked patient identifiers: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.